Event description:
It was reported patient underwent partial knee arthroplasty. Subsequently patient was revised to a full knee replacement due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin-peg cmntd fem md PMA catalog #: 161469 lot #: 148050, medical product: oxf anat brg lt md size 3 PMA catalog #: 159547 lot #: 230270. Associated products medical product: stryker op rcp 76.0x11.7 catalog #: 277325 lot #: 283231, medical product: oxf stryker osc 90x13x.89 catalog #: 13090089yf1 lot #: 6x016 medical product: 1/8 quick rel drl sterile 2pk catalog #: 32-486265 lot #: 202030. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00580, 3002806535-2019-00581. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent partial knee arthroplasty. Subsequently patient was revised to a full knee replacement due to unknown reasons.